Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that caller did not think that the stimulator was working because in 2015 patient had an unrelated medical issue that required the doctors to give the patient a shocked and because of that, they did not know if these shocked that were given to patient affected the device. They also reported that the patient have been "having moments of incontinence and patient was not able to hold it very well. No further complications were noted or anticipated